Event description:
It was reported that during a percutaneous angioplasty treatment procedure, shaft break and balloon tear occurred. The 3mm x 40mm x 145cm coyote es balloon catheter was used for dilation. During removal of the catheter, the device got caught into" something". Upon removal of the device, the balloon tore and the distal end of the catheter broke. The device was completely removed and nothing was left inside the patient. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the coyote es catheter was received with an unknown guidewire. The distal end of the balloon was bunched and over the tip. The balloon was separated at the proximal balloon bond. There was a complete separation of the inner shaft at the bi-component weld. The appearance of the fractured ends of the balloon and inner shaft damage may be consistent with separation due to tensile overload. The outer shaft was stretched and necked down onto the inner shaft adjacent to the bi-component weld. The damage to the device is consistent with a tensile fracture due to forces applied during manipulation of the device. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous angioplasty treatment procedure, shaft break and balloon tear occurred. The 3mm x 40mm x 145cm coyote¿ es balloon catheter was used for dilation. During removal of the catheter, the device got caught into" something." Upon removal of the device, the balloon tore and the distal end of the catheter broke. The device was completely removed and nothing was left inside the patient. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.